Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an burnt etch on the pim board. It's important to note that during the investigation a loose screw from the chassis came into contact with the pim board resulting in the shorting damage of the etch. Analysis of reports of this type has not identified an increase in trend.